Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 6/28/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/11/2015 with the following findings: keypad intact. No peeling. "Contrast", "down" and "ok' keys intermittently responding. "Up" key not responding. Removed keypad. Contamination under all key contacts. Keypad flex cable damage at "up" key. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.